Event description:
It was reported that a continuous primary audible alarm was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the front top case corner and plunger case. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
Additional information received and attached by ICU medical on (B)(6) 2022:not involved with patient. Please proceed as unknowns

Manufacturer narrative:
Additional event information was received and b5 was updated.